Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02061/MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in (B)(6) through mcs abbott (B)(4) affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the pump was exchanged on (B)(6) 2020. The outflow graft seemed to be narrowed and the patient's chest was reopened on (B)(6) 2020 for a suspected malfunction. While the chest was open, the graft was twisted to resolve the problem so it was not replaced. The patient also experienced massive bleeding on (B)(6) 2020. The patient was given less than four units of packed red blood cells (prbcs). Anticoagulation treatment with warfarin and aspirin was performed. The patient's international normalized ratio (inr) was 1.1, their activated partial thromboplastin time (aptt) was 31 seconds, their platelet count was 83,000 / l. An operation was performed. The cause of bleeding was related to implantation.

Event description:
There was a clear association between bleeding and this product due to a pulled blood vessel when the pump was replaced. There was force and bleeding from the air vent hole during the exchange. Additionally, it was reported that the outflow graft was pulled during the pump exchange.

Manufacturer narrative:
Correction: this event was originally reported under MFR#2916596-2022-02061 and 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 12sep2022 and 26sep2022 the review of files of this event type was completed. Section a: patient identifying information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. Date of birth should have been redacted from the initial report. Section b5: the patient's pump exchange was reported in MFR # 2916596-2020-04577. Manufacturer's investigation conclusion: the report that the outflow graft seemed to be narrowed could not be confirmed as no product was returned for evaluation and no images were provided for review. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist device (lvad), serial number (B)(6), and the report of bleeding could not conclusively be determined through this evaluation. The relevant sections of the device history records for vad-62601 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas IFU is currently available. The "introduction" section of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii lvas. Additionally, this document outlines the suggested anticoagulation regimen and international normalized ratio (inr) range, as well as potential anticoagulation adjustments. The ¿surgical considerations & procedures¿ section of this IFU contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section also warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. The "device implant" section of the IFU instructs the user to remove the vent needle from the outflow graft after de-airing is completed and repair the site only when air can no longer be observed exiting through the needle. This document also contains a section with information regarding how to diagnose blood leaks, as well as a note explaining that hemostasis should be obtained prior to leaving the operating room. No further information was provided. The manufacturer is closing the file on this event.